Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. The glass cap was rotating independently of the metal cap, indicating a glue failure. Forward firing test was performed and resulted in an output which was above the threshold for potential patient harm. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that an error message asking to replace the fiber displayed after 7.30 minutes and 53,689 joules of use. Analysis of the returned fiber identified that the forward firing rate was above the threshold for potential harm. The procedure was completed with another device. There were no patient complications.